Manufacturer narrative:
Analysis of the recharger, 97755-s, (B)(6), revealed. Product analysis found: no device found message and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that it was taking so long to charge their implant and the issue began this year. Patient stated that the charge quality would fluctuate between excellent and good. Patient mentioned they put the thing on this morning to charge their implant at 9am and now almost 4pm. Patient mentioned usually they charged up by the morning time. Patient also mentioned that sometimes their body would get hot and they would sweat when recharging the implant. Patient noted the recharger would heat when recharging their implant. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 20% and implant 90%. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Patient mentioned historical information; patient mentioned they had an external equipment replaced before and mentioned they sent a box. Patient mentioned they had their implant battery changed before.